Event description:
The customer stated the device code key number displayed on the screen does not match the code printed on the key. A request was made for the return of the suspect device and replacement product was sent.